Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the testing instrument in question and determined that the event log showed no errors during testing and that the flatfield image appeared acceptable. Additionally, the instrument test well image in question appeared visually (B)(6).

Event description:
On (B)(6) 2018, a customer site reported an unexpected (B)(6) screen when using capture-r ready-screen (pooled cells) with a galileo neo instrument, when tested on (B)(6) 2018.